Manufacturer narrative:
In follow up with the customer, the customer reported that there were multiple cracks all over the transformer. The customer stated that there were no injuries sustained as a result of the issue. The customer also indicated that they already returned the product. As of the date of this report, the original product has not been received. Should the original product be rec'd, resulting in a new, changed, or corrected info, a follow up report will be filed at that time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto hard surface or other type of sever impact. The original design testing involved dropping the unit a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). ). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.

Event description:
The customer reported that the housing for their pump in style transformer crumbled into pieces.